Event description:
The distributor received an out of service removal report which indicated that a pt with an automatic implantable cardioverter defibrillator (aicd) received "inappropriate shocks." The form also indicated that the physician was able to identify multiple counting and oversensing when the pt bent over. The physician performed an invasive procedure to evaluate the system and elected to remove this lead aand another of the same model fromservice. The leads were capped. The distributor also submitted a serioous injury report on the aicd, FDA access numbeeer m526678.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.